Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Complaint no: (B)(4). A evaluation of the actual sample was conducted and no issues were found related to the reported condition during the evaluation. Visual inspection performed with no issues noted. Leak testing performed with no issues noted. Clear passage test performed with no issues noted. Clamp function test performed with no issues noted. Sample with ancillary set(s) attached ran on homechoice machine with no issues noted. Sample did not confirmed the reported problem.

Event description:
A customer contacted global technical service (gts) regarding an alarm during drain 1 of 4 while the home patient (hp) was connected. The hp stated that she sees air bubbles in the patient line. The technical service representative (tsr) assisted the hp to end the therapy. During troubleshooting, there was nothing found that caused or contributed to the alarm. There was no serious injury or medical intervention reported.